Event description:
The customer reported that the system would not saving pt images. There is no report of a pt injury or death associated with this event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine disk was formatted during the service call. The system was tested and found to be working as intended and put back into service.